Event description:
In 1996 I had a gold crown installed on a lower right molar by a dentist who was unfamiliar with interactions between mercury amalgam fillings and gold crowns. Within a few months two problems exhibited themselves: 1- unexplained abdominal pains and stomach sensitivity to a number of common food products like soy and nut products. 2- chronic infections in the mucous membranes of the mouth. The stomach discomfort was treated by large doses of acid suppressing medications. There was no treatemnt for the mouth infections. In 2002, I had all the mercury amalgam fillings replaced with composite materials. The mouth infections stopped within 30 days and have not recurred. The stomach discomfort has very gradually improved, with very much lower doses of acid suppression now required to remain pain free.